Manufacturer narrative:
The investigation was completed. Console logs were partially consistent with what was reported in the complaint. The complaint date was listed as 2025.01.22 but the reported battery failure actually occurred on (B)(6) 2024. There was a single instance of battery failure (transport connection blown/missing) [alarm observed in the console logs from (B)(6) 2024. The console was tested. The reported battery failure issue was able to be reproduced. Results of running the battiest utility on telnet revealed that cell 3 in battery 1 had a voltage that was significantly less than the rest of the cells in the battery. After troubleshooting by replacing battery 1 with a known good battery, the alarm resolved and the console charged as normal. The reported battery failure was determined to be caused by the cell imbalance observed in battery 1.

Event description:
The user facility reported an automated impella controller sounded an alarm for battery failure. The device was returned and received for evaluation. It is unknown if the failure occurred during patient support. However, there is no report or indication of interruption in therapy or patient harm as a result of this event.